Event description:
It was reported that the battery of the t:slim x2 pump would not charge, and the customer was using a third-party wall adapter instead of the tandem cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level, as the customer was using multiple daily injections (mdi). Technical support arranged to send replacement charging supplies to the customer via two-day shipping. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.